Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 315-35-00, 6685201 - glnd kwire. 320-15-01, 6571240 - eq rev glenoid plate. 320-20-30, s096266 - eq rev compress screw lck cap kit, 4.5 x 30mm. 320-15-05, 6652295 - eq rev locking screw. 320-20-30, s113303 - eq rev compress screw lck cap kit, 4.5 x 30mm. 320-01-42, 6626490 - equinoxe reverse 42mm glenosphere. 320-20-18, s108106 - eq rev compress screw lck cap kit, 4.5 x 18mm. 320-20-22, 6398976 - eq rev compress screw lck cap kit, 4.5 x 22mm. 320-20-00, 6706977 - eq reverse torque defining screw kit. 300-01-15, 6287447 - equinoxe, humeral stem primary, press fit 15mm. 320-10-00, 6638088 - equinoxe reverse tray adapter plate tray +0.

Event description:
As reported, the event was a revision of this male patient¿s left shoulder exactech implants due to infection. After exposure, the humeral stem and glenoid plate has good fixation in bone but the glenosphere was covered in pus. The surgeon then washed out the patient and implanted a cement spacer. Patient was last known to be in stable condition following the event. Devices will not be returned due to facility policy. Disposed by facility.